Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Our affiliate is reporting to us that during an arthroscopic bankart repair during the end of the knot process suture of lupine anchor brakes. Anchor was still in place. Surgeon decides to stop the or to solve that 2nd anchor have same problem and there was no place for 3rd anchor so can't take this risk. Patient will be planned for open or now. They are not sure if it was the loop or the suture in the loop. Additional information obtained on 7-20-2016 the failure happened with one lupine anchor. They placed 1 lupine and after the failure they chose to stop the or since they didn't want to take the risk that it also happen with a 2nd anchor (with the same lot). So that they were sure that if they do an open surgery there is enough place on the glenoid to put anchors. They didn't open the 2nd anchor. The anchor is still in the glenoid. No device is being returned for evaluation.